Event description:
Time: 7:30pm; blood glucose (mg/dl): 300; bolus (units): 9.00u. Time: 9:30pm; blood glucose (mg/dl): 400; bolus (unit: 10.00u; time: 10:30pm- pod deactivated. The customer does not think cannula was inserted properly.

Manufacturer narrative:
The returned device was evaluated and the investigation results found no defects or deficiencies that would result in the cannula failing to insert correctly. However, the investigation did find evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the mfg process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.